Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
Depuy still considers the investigation closed.

Event description:
Litigation papers allege: pt was implanted with a depuy asr hip implant on his left side on or about (B)(6) 2008. Since his surgery, pt has experienced grinding in the left hip area. Pt has not yet scheduled a revision surgery.